Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a cataract surgery with intraocular lens (iol) implantation, a posterior capsular bag rent occurred during iol insertion. A different iol model was used instead. Additional information has been requested.